Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during an unknown procedure, when opening the package of the dyonics acromionizer burr it was found that the sterilization tray accidentally contained an abrader burr. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
The reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The adapter body seal is lemon yellow but should be blue according to the drawing. The latch is mauve and there are four magnets. The burr on the inner blade does not match the drawing. The packaging was open, not sealed, when received. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the drawing showed that all the specifications found are for the acromionizer burr. The root cause could not be determined since findings cannot lead to a clear cause of the reported event. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.